Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
On 4/2/2024, it was reported by the patient via phone that the patient had mpfl reconstruction surgery on (B)(6) 2023 due to an injury from work. The patient did not have the part number available and stated that a "gracilis allograft" from a mpfl reconstruction kit and internal brace was implanted. 4-6 weeks after implantation of the allograft, the patient experienced a hot sensation on the knee cap, discoloration, and range of motion was "stiff". The patient underwent knee manipulation due to the stiffness of the knee. The patient requested the list of signs of symptoms with this unknown allograft in the knee. The patient's surgeon has not used this allograft before and is not sure if the symptoms are due to the allograft without going in to perform another surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.